Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The keypad was found in specification during testing and functioning normally. The reported condition was not verified. No component was determined for causality and no correction required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad malfunction (freeze). The problem occurred during programming in the pediatric area. There was no patient involvement. No additional information is available.